Event description:
It was reported that the user connected a new dexcom g7 sensor to the dexcom app but did not pair it to the ilet pump, resulting in the pump not receiving continuous glucose monitor (cgm) data until the sensor code was entered on the pump; support guided the user to enable cgm settings and input the sensor pairing code, after which the pump entered pairing mode and the user was educated on the sensor pairing period. No reported adverse clinical effects. Outcomes included resolution through troubleshooting and user education without alerts, alarms, or hospitalization. Investigation included customer support assessment and guidance to verify cgm settings and initiate sensor pairing on the pump. Investigation of this case revealed use-related error during setup that prevented cgm communication, corrected by proper entry of the sensor code on the pump. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education and correct configuration.